Event description:
Consumer stated that the tip of the proxabrush came off and she swallowed it. Customer was asked if it got stuck between the teeth and came off and she said she did not know but she is sure she swallowed it. No injury reported.